Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported of possible longevity issue due to lead malfunction. An attempt to obtain additional information from the field representative was unsuccessful. The physician will monitor the device and the lead. This crt-d remains in service. No adverse patient effects were reported.